Event description:
Tech alleged that the head of the bed will not raise. No pt impact.

Manufacturer narrative:
The tech found the head up valve sticking. The tech replaced the head up valve to resolve the issue.